Event description:
The customer reported that during use of this shaver blade in a shoulder arthroscopy, metal shavings were observed. The metal shavings were flushed out as well as possible; however, it is believed that not all metal shavings were removed. There was no serious injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for evaluation and confirmed the reported problem. A visual examination of the blade noted galling on the inner and outer tubes. A two year review of product history shows similar reports for this failure mode, which indicate this type of failure can occur if excessive lateral force is applied during use. Conmed linvatec will continue to monitor this device for failures.